Manufacturer narrative:
The report event of lead issue was confirmed. As received, visual inspection showed the returned lead was high impedance due to the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced no paresthesia. Diagnostics revealed normal impedances, and x-rays showed a portion of the lead was lighter in color than the rest of the lead. Despite reprogramming attempts, the patient felt no paresthesia. To address the issue, the physician explanted and replaced the lead with a new model, resolving the issue.